Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a perclose proglide device after an attempted peripheral interventional procedure. Reportedly, the foot was not parked before the device was removed from the patient's anatomy. Tissue damage occurred. The patient was taken to surgery where hemostasis was achieved by suturing the artery. The patient was under general anesthesia. The patient was hospitalized two additional days due to the surgery. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The foot was not parked prior to device removal. Reportedly, the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.